Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: g3: the manufacturing site name and address were documented as oberdorf in the initial medwatch report. The location has been updated to waldenburg. The manufacture site name/address has been updated accordingly to reflect the updated manufacturing facility. H4, d4: the device manufacture date was reported as sep. 24, 2005 in the initial medwatch report. This has been updated to mar. 14, 2014. The unique identifier( UDI) has been updated accordingly. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was seized, jammed and heavily moving, the gear shaft worn out, the handpiece had noise and the coupling shaft worn out. It was further determined that the device failed pre-test for oscillation angle, off/oscillation on switch mode function and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the motor of the small battery drive device was making noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was inadvertently documented in the initial medwatch report that the catalog number was 532.001. Please note that the correct catalog number is 532.101. This has been updated of this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.